Manufacturer narrative:
(B)(4). A clamp being left open on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during cycle four of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that there was an open clamp on an unused line. The technical services representative reviewed proper procedures with the patient and assisted the patient to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.